Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy in readings between two different brands of continuous glucose monitors (cgm). Reportedly, the customer did not have a bg meter to confirm the inaccuracy. Tandem technical support instructed the customer to obtain and enter calibration bg values to address the issue, customer acknowledged. No additional information was available. A root cause could not be determined.